Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 418 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that received a low battery alarm and insert new battery alert and change it but unable to clear the alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. The insulin pump will not be returned for analysis.